Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the system controller log files confirmed a pump stoppage event as the result of a total loss of power to the system controller due to the depletion of the external batteries and the controller's internal backup battery. The submitted log files contains data from (B)(6) 2019 through (B)(6) 2019. Two no external power alarms were captured on (B)(6) 2019 and (B)(6) 2019 when both power cables were disconnected during a power source exchange. There was no interruption in support due to the event. On (B)(6) 2019, a no external power alarm was captured when the external batteries became depleted. The system was supported by the backup battery until the backup battery also became depleted, resulting in a pump stop. The system resumed operating at the set speed when the system controller was connected to charged external batteries. The duration that the pump was off could not be determined due to the controller timestamp resetting to the manufacturing default ((B)(6) 2001 1:00 am) as a result of the complete loss of power. The timestamp reset caused the yellow wrench alarm to be active due to the controller clock not set being active. It was also noted that during the time the controller timestamp was observed at (B)(6) 2001 1:00 am, a no external power alarm was captured. The system was supported by the backup battery until partially charged batteries were connected. Following the event, the pump appeared to operate as intended staying above the low speed limit for the remainder of the files. It was reported that during interrogation, there were a log of (B)(6) and pump off messages. It was reported that the patient had a no external power on (B)(6) 2019. The patient admitted to sleeping on batteries instead of plugging it into a system monitor at night. The patient wanted to conserve the usage of electricity in order to save money on home bills. The patient was asymptomatic with the no external power. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU and patient handbook provide important information regarding the heartmate batteries, including monitoring battery charge level and replacing depleted batteries. The heartmate ii lvas IFU and patient handbook also outline battery charge levels, the fuel gauge display, visual and audible alarms, how to respond to such events, and how to exchange power sources. These documents also explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with no external power alarm that occurred on (B)(6) 2019 while sleeping on batteries. The patient was asymptomatic with no external power. Manufacturer's technical service representative reviewed log file and observed no external power events on (B)(6) 2019, and (B)(6) 2019 due to simultaneous power cable disconnects while the patient was switching power sources. They also observed a pump stoppage due to the patient allowing the batteries and the controller¿s backup battery to drain. Emergency backup battery failed causing the clock to reset to default readings and therefore, the actual time of pump stoppage could not be retrieved. No further information was provided.